Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller saw an elective replacement indicator (eri) about 3 weeks prior to the report. There was an allegation/dissatisfaction with the ins longevity. The caller stated that it was kind of soon and didn't last too long. The caller was redirected to follow up with the patient¿s healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the original unit was faulty, one of the leads was not working so they replaced the whole unit, it was only half doing its job. The patient underwent replacement and laminectomy surgery. This occurred in 2018. The manufacturer representative (rep) came to adjust the unit for the patient and found that the lead was faulty. No further complications were reported/anticipated.